Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ device indicating that the display screen has issue. There was reportedly no patient involvement. The rse evaluated the device remotely. It was determined that this was a malfunction of the screen bezel (patches) however due to the end of life of this model the customer was notified. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart device and all associated service/support was discontinued on (B)(6) 2022. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the screen bezel. The reported problem was confirmed. Device experienced issues with the screen/lcd display functionality, including but not limited to, screen not turning on, white screen, black screen, discoloration, missing pixels, flickering/intermittent visualization, and any other undefined visualization issues associated with the screen/lcd display. There was no reported patient death or serious injury, however the reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was informed about that this model of the defibrillator is no longer serviced due to the end-of-life status. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.